Event description:
It was reported that during a coronary stent procedure of a very tortuous, calcified and angulated circumflex lesion, the shaft of the catheter broke during insertion through the touhy. No pt injuries or complications were reported.